Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during site visit, the pump module had channel disconnect issue because the devices had abruptly shut down either during patient transport or from being barely touched. There was no information on patient involvement.